Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Information was received from a healthcare provider regarding a patient who was receiving unknown drug via an implantable pump for malignant pain indications for use. It was reported that the patient stated stating that their pump was "coming out" (erosion). The patient has not been seen to confirm. Additional information was received from the healthcare provider (hcp) reporting that there was no device issue. It was determined that there was no erosion and seemed to be more wound dehiscence. Actions/interventions taken to resolve the issue included the pump being removed.